Event description:
It was reported that the lead was bent at the electrodes. The bent was reportedly not due to the curved stylet or guide wire. It was stated that the electrode end felt ¿fragmented.¿ the issue was found prior to implant and a different lead was used. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).